Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited low, out-of-range p-wave amplitudes of less than 0.5mv. It was noted ra sensitivity was programmed to the maximum of agc 0.15mv. The presenting electrogram (egm) in the remote monitoring system showed a single undersensed beat on the ra channel due to the low amplitudes. The other lead parameters were satisfactory. An email was sent to the clinic notifying them of the alert for the low p-wave value and recommending seeing the patient in the clinic as the alert would not trigger again until it the device was interrogated with a programmer. No adverse patient effects were reported. The lead remains implanted and in service.